Event description:
Patient undergoing laparoscopic cholecystectomy procedure; the procedure was complete with a dressing applied to the surgical site. The circulator was removing the suction/irrigation device from the normal saline bag when she noticed brown fluid leaking from the device. The staff disassembled the device and found one battery with rust on the positive contact and another with a discoloration of the negative contact; the device holds eight (8) aa batteries. An immediate inspection of the surgical drapes and sterile field revealed no evidence that the fluid reached the patient. The surgeon stated the device functioned as expected during the procedure with no indication the batteries were damaged. We immediately removed the product, with the lot number 16229fg2 from inventory and notified our supply chain solutions department to inform our other facilities to do the same. The company has been made aware of this action and is working to provide replacement product.